Manufacturer narrative:
This device remains implanted. This report will be updated should additional information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The patient is under hospice care and the device was turned off. Additional information received indicated that there will be no change-out to be performed. No adverse patient effects were reported.